Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal, scratched lens, and damaged battery box. There was no applicable evidence to review in the event history log. Functional testing was unable to replicate the reported issue; no alarm occurred when a cassette was attached. The most probable cause was user error or damaged cassettes. Preventive maintenance was performed. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was not detecting the cassette and the downstream occlusion (dso) was damaged. The event occurred during testing. There was no delay of therapy, no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.